Event description:
A report was received that the patient's ipg was eroding from the pocket and the leads were exposed outside of the body. A clear, milky substance was draining from the pocket site. The pocket was reformed and was given antibiotics as prophylaxis. The physician did not confirm infection. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.